Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of the essure devices via laparoscopy") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of superficial venous thrombosis of leg (left, recurred 4 times), shoulder operation (cyst) and appendectomy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("arthralgia of righ hip") and migraine ("migraines"). The patient was treated with surgery (removal of the essure devices via laparoscopy). The reporter considered arthralgia, medical device removal and migraine to be related to essure administration. The reporter commented: essure was removed at patient's demand. Reporter considered essure contributed to the events arthralgia and migraines. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of the essure devices via laparoscopy") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of superficial venous thrombosis of leg (left, recurred 4 times), cyst removal (cyst) and appendectomy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("arthralgia of righ hip") and migraine ("migraines"). The patient was treated with surgery (removal of the essure devices via laparoscopy). The reporter considered arthralgia, medical device removal and migraine to be related to essure administration. The reporter commented: essure was removed at patient's demand. Reporter considered essure contributed to the events arthralgia and migraines. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: quality safety evaluation of ptc. 21-feb-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Removal of the essure devices via laparoscopy [medical device removal] , arthralgia of righ hip [pain in hip] , migraines [migraine] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of medical device removal ("removal of the essure devices via laparoscopy") in a 53-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of superficial venous thrombosis of leg (left, recurred 4 times), cyst removal (cyst) and appendectomy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("arthralgia of righ hip") and migraine ("migraines"). The patient was treated with surgery (removal of the essure devices via laparoscopy). The reporter considered arthralgia, medical device removal and migraine to be related to essure administration. The reporter commented: essure was removed at patient's demand. Reporter considered essure contributed to the events arthralgia and migraines. Sample received at qu- yes; date sample received at qu- (B)(6) 2026. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 20-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.